Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that her high blood glucose was occuring due to being sick. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to talk to health care provider while sick and the medication she was taking. The customer was advised to check settings and if an adjustments needs to be made. The customer was advised to talk to healthcare provider about infusion set.